Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller was attempting to run an impedance test and activate MRI mode. The caller reported that when the ran the impedance test with the auto increase function they got several segment electrodes that had an impedance value of between 10000 and 11000ohms with the orange indicator. During the call the caller repeated the impedance test with the 1.0ma setting and all the indicators were green. The issue was not resolved through troubleshooting. The caller did not request any additional assistance.